Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to authenticate during login for a single user. The user account was verified and was not locked out. However, there were no delays, adverse events or injuries reported based on this event.